Event description:
I have been using a contact lens solution called "aqua soft" for about one year. In 2006, I developed a serious eye infection while using the aqua soft contact lens solution. I have not had the solution tested; however, my wife and daughter have also developed some form of eye infection as well and my daughter uses a different bottle of solution. From the infection I received a permanent scar on my eye which prevents me from driving at night due to an obstructing glare from lights. The doctor informed me that this is because the scar is very close to the cornea. Let me know how I can get this tested or if there are any recalls on the product. Dates of use: approx seven and a half months in 2006. Diagnosis: for cleaning and over night care.